Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the monopolar curved scissors (mcs) instrument developed a broken conductor wire. There was no additional information provided.

Manufacturer narrative:
Correction: primary product batch/lot number under section d was updated to k11240620 0102. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.